Manufacturer narrative:
Method: risk assessment. Results: the customer reported event of a xia ii vitalium rod fracture was confirmed via sales rep correspondence. The device was not returned for evaluation. The breakage was noticed over 12 months after the initial surgery. The extended period of time to implantation suggests that that most likely cause of the fracture is fatigue, as the implant may have experienced various loads over its length of implantation. Furthermore, the IFU states that these implants are finite and cannot be expected to indefinitely withstand the activity level and normal load of healthy bones. An investigation of similar complaints suggests a possible fatigue fracture as the most likely cause of the issue. However, this cannot be determined conclusively. Conclusion: the root cause of the failure could not be determined due to the absence of the device and limited information.

Event description:
It was reported that, "product was revised on a patient that had 2 broken cobalt-chromium rods, and 1 7.5x70mm xia3 screw."

Manufacturer narrative:
Device not returned.

Event description:
It was reported that, "product was revised on a patient that had 2 broken cobalt-chrominum rods, and 1 7.5x70mm xia3 screw."